Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 876 mg/dl at the time of admission. The reporting nurse stated the customer had diabetic ketoacidosis from incorrectly filling their tubing. The customer ran out of insulin as a result, which caused them to have high blood glucose. Customer's current blood glucose was 347 mg/dl. It was also found the customer had the incorrect settings programmed into their insulin pump. It was also later reported the customer had several no delivery alarms in their alarm history. The customer was currently hospitalized at the time of the call. No additional information provided.